Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned (9) sealed 4mm, 32g pen needles from lot # 0015494. Customer states that the pen needles have no hole. Customer states that nothing comes through the needles and then he doesn't get his medication. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer stated having about 100 pen needles that have no hole. Stated nothing comes through the needles and then he doesn't get his medication. Lot # 0015494, cat # 320122, date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer stated having about 100 pen needles that have no hole. Stated nothing comes through the needles and then he doesn't get his medication. Lot # 0015494, cat # 320122, date of event: unknown.